Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6); reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro wireguided dase dilatation balloon device was analyzed, and a visual inspection found no damages. A functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon, located approximately at 68 mm from the tip of the device. Microscope inspection confirmed the presence of a pinhole. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The results of the analysis performed on the returned device found that the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon, located approximately at 68 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the distal section of the balloon. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure for a tumor performed on (B)(6) 2026. During the procedure, the balloon was found to be ruptured when the balloon was used. No further information has been obtained despite good faith efforts. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure for a tumor performed on (B)(6) 2026. During the procedure, the balloon was found to be ruptured when the balloon was used. No further information has been obtained despite good faith efforts. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.